Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that 8 weeks after a surgery where a mtp plate was implanted, the patient has developed a skin reaction. The surgery date was (B)(6) 2025. The plate remains implanted. No further information received.